Event description:
The device was used during a total gastrectomy. Reportedly, the cartidge was difficult to load and the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.